Event description:
It was reported that six hours after insertion of the iab, blood was observed in the pump's helium tubing. Because of this, the iab was removed and replaced. There were no associated patient complications.